Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: the pump's black box had no evidence of short battery life. The battery cap was able to fully tighten. There was a battery compartment crack observed below the grip pad. The pump's current draws were within specifications. No battery life issues were duplicated during the investigation. Unrelated to the initial allegation, the display screen was dim and discolored. The contrast button was intermittently unresponsive. The ok button contact was found to be cracked.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.